Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the activation toggle of the vasoview hemopro tissue welder was not working. The reporter clarified that it "did not activate coagulation or dissection." It was also reported that there was no tone from the power supply. Another hemopro kit was opened and used with no problems. There were no pt effects. With respect to product return: "malfunctioning harvesting tool returned for examination, the rest of the set discarded."

Manufacturer narrative:
Method: the device has not been returned to cardiac surgery for investigation. We will continue pursuing the device being returned with the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).